Event description:
It was reported that the reservoir compartment smells of insulin. The customer stated that she cannot see the insulin leaking anywhere on the tubing or reservoir. It was stated that the customer was concerned using the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.